Event description:
It was reported through clinic notes dated (B)(6) 2011 that a vns patient's seizures had been getting worse. The patient at the moment wants to have his vns battery replaced, however, good faith attempts to obtain additional information from the treating epileptologist have been unsuccessful to date.